Event description:
It was reported that the right ventricular lead was found to be dislodged after the initial implant. The patient was brought back in for a surgery and the lead was explanted and replaced. The patient was stable before, during, and after the procedure.